Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. She stated that her blood glucose level had been in the 300 mg/dl range for the last week, and the day of the call it went up to 489 mg/dl. The customer treated with the insulin pump and manual injection. The customer declined troubleshooting. The insulin pump will not be returned for analysis.